Event description:
The upper gi (ugi) study revealed an obstruction secondary to the gastric band. The pt has a history of dysphagia and nausea as an out patient. All the fluid was removed from the band, but the pt had nausea, frequent vomiting and regurgitation. Also, the pt had an inability to tolerate oral intake since that time. The lap band was removed this month. The gastric band caused obstruction.